Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during set up. The system was switched out to complete cases. A 10 minute delay was noted. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and duplicated the system message reported. The fluidics module was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).